Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.1, pt: 17.3. Date: (B)(6) 2010, inratio: 66, pt: >120.0. Patient went to the hospital on (B)(6) 2010, for a nose bleed.